Manufacturer narrative:
It was reported that, the handle of a r3 straight shell impactor broke off while surgery was in process. Incident occurred during a hip replacement; however, the device was broken outside the surgery field. The procedure was finished with a change in the surgical technique, and with a delay less than or equal to 30 min. No other complications were reported. No patient information neither post-operative reports are available. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. Based on this investigation, the need for corrective action is not indicated. The impactor was manufactured in 2019 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. We will continue to trend through our post market surveillance process. A review of risk management files found that the reported failure was documented appropriately. The failure mode is included in the risk management documentation and is within expected occurrence rates. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the handle of a r3 straight shell impactor broke off while surgery was in process. Incident occurred during a hip replacement; however, the device was broken outside the surgery field. The procedure was finished with a change in the surgical technique, and with a delay less than or equal to 30 min. No other complications were reported. No patient information neither post-operative reports are available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.